Event description:
Procedure type: lobectomy. According to the reporter: both of the devices were fired completely, jaws opened and on the specimen side of the tissue, the devices stuck on tissue. This occurred on two different vessels. Each device was removed by force, bleeding occurred on the specimen side which the surgeon had to over-sew the staple lines. A new device was opened to fire on a different vessel and it fired correctly. Two of the devices stuck on tissue, the third device fired correctly. There was a 30 minute delay in operative time, more than 250cc of blood loss and tissue damage occurred.

Manufacturer narrative:
(B)(4).